Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-uni-celect. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: received images confirmed the reported perforation. However, filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation the majority end up in successful filter retrieval. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: during the implantation everything was fine, also there was correct placement of the filter. After two weeks, the physician made a CT to control the placement because he wanted to retrieve the filter and in this moment he found out that two of the legs of the filter made a perforation of the vena cava wall. He decided to retrieve it on (B)(6) 2013. It was hard to bring the filter in the introducer of the retrieval set but he is going for and back to disconnect the filter to the vessel it is going to the introducer. Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence